Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication livanova learned that the patient pump and the distribution board were placed on order and will be replaced to solve the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump. When the customer opened the unit, the patient pump was found blocked. There was no report of patient injury.

Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and found that the unit panels were removed from the sides. Upon checking the device, it was found that the patient pump 1 was not functional and noticed that the stirrer motor hose was pointed up towards the patient pump 1 motor. This could have resulted in the over current/short-circuit of the patient pump 1 and distribution board. The patient pump and the distribution board were replaced and the stirrer motor hose adjusted to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: complaints database analysis also revealed that no similar event since unit installation in 2014. Most likely the issue was associated to the motor bearing damaged by the corrosion, which consequently did not allow the motor shaft to rotate. This led to damage the distribution board. Possible causes are related to environmental conditions: water infiltration, water formation due to condensation or high temperatures and high level of humidity in the stationary phase.